Event description:
It was reported that the 9800 sysem stop fluoring during a case. No patient injury was reported.

Manufacturer narrative:
The service request was cancelled as the system was fixed by the hospital's inhouse staff.